Event description:
It was reported that when using the bd pyxis¿ medstation¿ es barcode scanner failed and was difficult to scan. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner was failed. A field service engineer found the scanner cable had physical damage. The scanner itself remains fully functional. The damaged cable was replaced, and a final test was successfully performed. The system functioned as intended after the field service engineer repaired the device.